Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported device failed to complete its internal self-test. Review of the device data logs revealed an internal battery degraded warning alarm. The non-return valve and internal battery were replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device failed to complete its internal self-test was due to a faulty/defective nrv while the internal battery degraded warning alarm was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The non-return valve (nrv) was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.